Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient has alleged black particles in tubing chamber and died of cancer four years ago. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop black particles in tubing chamber and died of cancer four years ago.there is no evidence to support that the device caused or contributed to the above-mentioned serious injury.the patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.